Manufacturer narrative:
Note: the hanaulux 3000 series light system is not marketed in the us. This report has been submitted due to a similarity with devices marketed by maquet in the us. A maquet field service technician (fst) evaluated the device. He determined that the light head detached from the spring arm because the fastening screw used to secure the retaining ring in place was missing. This allowed the retaining ring to move out of position and the light head to separate from the arm. According to the fst, the light head was damaged beyond repaired. The hanaulux series operating manual mentions that the products are to be inserted by a specialised technician every six months. Maquet is not the primary service provider of these lights; they are maintained by the hospital biomedical staff. Maquet medical systems USA submitted this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported that the surgical light cupola detached from its spring arm during a surgery, hitting the surgeon. No pt harm to was reported. No injury to the surgeon was reported. (B)(4).